Event description:
It was reported that customer's insulin pump had a button error. The buttons are unresponsive and the device beeps and vibrates continuously. The device was in his pocket when it started alarming. Customer's blood glucose was unknown. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
No unexpected button error alarms noted during testing. The insulin pump had intermittent button response on the esc button due to moisture damage on keypad traces noted. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and cracked belt clip slot.